Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Customer declined all troubleshooting so no additional information or root cause could be determined. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.